Event description:
Reported voluntarily right side implant removal due to late hematoma/seroma . The device has been explanted.

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: seroma and hematoma.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: an opening on anterior and crease flat. Leak test and microscopic analysis was performed which identified: a striated opening on anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening on anterior assessed as surgical damage.

Event description:
Healthcare professional reported via regulatory agency right side implant removal due to late hematoma/seroma . It was noted left side exchange from textured to smooth breast implants due to the patient¿s concern with the product. Additional report of indications-left with grade iii/IV encapsulation with distortion of the tissue, bottomed out. It further notes there was an old double capsule at the chest wall and the superior capsule contents had a gelatinous consistency. Left implant was intact, biofilm was present. Breast capsule with dystrophic calcification and fibrosis. The device has been explanted.

Manufacturer narrative:
In response to FDA report number: mw5107457 a review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Health professional reported additional event of exchange from textured to smooth breast implants due to the patient¿s concern with the product and calcifications. Per operative report, left with grade iii/IV encapsulation with distortion of the tissue, bottomed out. It further notes there was an old double capsule at the chest wall and the superior capsule contents had a gelatinous consistency. Left implant was intact, biofilm was present.